Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The particulate was unable to be identified by the manufacturing site. As a result the manufacturing process could not be ruled out as the source of the particulate. Review of the device history record performed for the reported lot number did not reveal any abnormalities or non-conformances of this nature. If additional pertinent information becomes available a follow-up report will be filed.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The investigation into this reported event is ongoing. The sample has been forwarded to the manufacturing site for additional testing to identify the particulate. A follow-up report will be submitted when the results of the investigation are available.

Event description:
During the evaluation of the returned samples, a loose blue particle was found inside the thread of the lla-cone in one (1) sample.